Event description:
Pt reported the infusion device displayed an e8 power interrupt error. She was not able to confirm the error message by pressing the check button. She removed and reinserted the batter, and the error message would not clear. She did not experience any physiological effects as she delivered insulin via pen. The infusion device was replaced and requested for evaluation. Pt did not require treatment from a health care professional or second party to address the issue. The infusion device was evaluated, and the complaint was not verified due to mishandling of the product. The soft components of the housing are worn down heavily. Moisture entered the infusion device and damaged the electronics, and this source led to an always activated down button and unsolvable e8 power interrupt errors. As the problem reported by the pt is due to mishandling of the product, no corrective or preventative actions will be initiated.